Event description:
Customer reported the insulin pump was not working correctly and was giving off readings. Customer reported she was in the emergency room and did not have the sensor on her anymore but it was due to the sensor. Customer's blood glucose was 130 mg/dl. Customer stated she had stomach pains. Customer then stated her insulin pump quiet and the device was taken of at the emergency room. Customer stated the device did not get any alarms. When clarifying the event, customer stated it was not the device or a diabetic issue, or insulin, it was just irritating the device quit. She didn't have the sensor on. Attempts were made to reach the customer again the following day. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.